Event description:
It was reported to philips that geo pc malfunction caused partial geometry movement error on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service cleaned the geo pc, reloaded software, and monitored performance. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).